Event description:
Customer reportedly obtained results of 500mg/dl, 214mg/dl, 238mg/dl on the same device within 1 minute. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.